Manufacturer narrative:
Corrected data: original initial report was submitted as follow up in error.

Event description:
Revision surgery - due to the patient having loosening of a reverse shoulder prosthesis (rsp). The surgeon removed the 32 standard rsp socket insert and replaced with a 32+4 semi constrained humeral socket insert to help stability.